Manufacturer narrative:
(B)(4). A device history record review was performed on the lor syringe with no relevant findings. The customer reported the lor syringe was leaking. The customer returned one plastic 10ml lor syringe (reference attached files inp1900065759). The syringe was visually examined with and without magnification. Visual examination of the syringe revealed that the syringe appears typical with no observed defects or anomalies. Functional testing was performed on the returned syringe using the lab leak tester (c05176) per the parameters in amrq-000155 rev. 04, section 7.2-leakage. Water was aspirated into the syringe to the 8ml mark and the syringe was inverted to remove any air from the barrel. The tip of the syringe was then connected to the lab leak tester via tubing and pressure was applied. The syringe was tested at 10psi for 10 seconds. No leaks were detected. Water was removed from the syringe to the 2ml mark and the syringe was inverted to remove any air from the barrel. The tip of the syringe was then connected to the lab leak tester via tubing and pressure was applied. The syringe was tested at 10psi for 10 seconds. No leaks were detected. A corrective action is not required at this time as no functional issues could be found with the returned sample. The reported complaint of a leak from the lor syringe could not be confirmed based on the sample received. The returned sample passed a functional leak test. A device history record review was performed on the lor syringe with no evidence to suggest a manufacturing related issue. There were no functional issues found with the returned sample.

Event description:
It was reported that there are two syringes that were leaking. It does not seem that the plunger is leaking, but the barrel of the syringe. During use there is only 1 point of the barrel where it is leaking.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that there are two syringes that were leaking. It does not seem that the plunger is leaking, but the barrel of the syringe. During use there is only 1 point of the barrel where it is leaking.